Manufacturer narrative:
A quote for bench repair was sent to the customer. The customer did not respond to the quote and did not send the device to the bench, and after 30 days, the quote and the case have been closed.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the unit has a light emitting diode (led) alarm diagnostic error 1105. It is unknown if the device was in use at the time of the event, but there was no patient or user harm reported. The customer confirmed the reported failure and requested to send the device to philips¿s bench for evaluation. Further information is pending.